Event description:
It was reported that during a transurethral needle ablation of the prostate, the generator failed. Prior to the procedure, the generator was tested and it gave an error code indicating it failed its self-test for rf accuracy. The generator was turned off for 5 seconds and turned back on after which was a successful self-test. The procedure was initiated and at the second lesion, the generator blacked out and turned itself off. It was noted that the urethral temp had been increasing fast. The generator could not be turned on and it was decided to abort the case. No injury to the pt was reported.

Manufacturer narrative:
.